Event description:
The health care provider confirmed that the patient has not been seen since (B)(6) 2008.

Manufacturer narrative:
Continuation of concomitant medical products: lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2008 explanted: na. Lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2008 explanted: na. Programmer model 37743 serial# (B)(4). Final device analysis for the 37743 revealed a cracked solder joint.

Event description:
The patient experienced a loss of therapeutic effect and stimulation in wrong location since a fall two weeks ago at her home. She felt stimulation down her leg instead of her back. She was not able to adjust stimulation with or without the antenna attached with her patient programmer. Additional information has been requested.